Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis (e.g. Blood sample). This event occurred ten times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, minor hemolysis has been occurring.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure hemolysis, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hemolysis based on the photos provided. All testing on retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced hemolysis (e.g. Blood sample). This event occurred ten times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, minor hemolysis has been occurring.